Event description:
It was reported that during a standard generator changeout procedure, the new pacemaker displayed high capture threshold and high, out of range impedance on the right ventricular channel. The lead's measurements were normal when hooked up to a pacing system analyzer. Another pacemaker was used and displayed the same capture and impedance anomaly, which led to the determination that there was damage on the chronic rv lead tip. The lead was capped and another rv lead was implanted. The patient was stable.

Manufacturer narrative:
The reported field events of inadequate capture and high impedance was were confirmed in the laboratory. The device was tested on the bench and no anomalies were found.